Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Electrical testing determined that continuity of the conductors was complete. The tip electrode was distorted/bent. The lead was stretched. Evaluation summary: (B) (4) no anomalies found. Device not at por. Comnnector tested ok using insertion tool.

Event description:
It was reported that during the implant procedure, an error message was received "probable damage to lead", when the lead was connected to the device. A new lead was connected, but the same error message was received. The device was replaced and connected to the new lead successfully. The lead was not implanted. No patient complications have been reported as a result of this event.